Event description:
It was reported to covidien on 03/29/2010 that a customer had an issue with a dialysis catheter. The customer reports that the silicone extension is perforated on the venous line (blue connector). The perforation was detected when the pt was receiving treatment and blood was noticed on the pt's shirt. The catheter was originally implanted on (B)(6)2010, explanted on (B)(6)2010 and replaced on (B)(6)2010. No ill effect to the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.